Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was compromised due to a faulty cable. Additionally, the camera head scope mount was found worn and the focus ring was cracked. There was also wear noted on the main body. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head¿s image was disappearing temporarily during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the image was no longer displayed due to the cable breakdown. The cause of the cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not round the camera cable smaller than the diametral 20cm. Otherwise, it may be damaged. When the camera cable is curled up, do not pull it too hard and stretch it out gradually straight. Otherwise, the camera cable may be broken. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken. When wiping the outside surface of the camera cable, do not use a strong force on the camera cable. Otherwise, the camera cable may be broken. Operate the endoscope by holding the camera head and not the camera cable during use. Otherwise, the camera cable may be broken. Do not secure the camera cable with amps, etc. Otherwise, the camera cable may be broken. Do not pull out the video connector with the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in breakage¿. Olympus will continue to monitor field performance for this device.